Manufacturer narrative:
Additional information: h3, h6 and h10. The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined; however, the likely cause of the reported events was associated with use error, setting the uf and initial drain alarm too low. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ the homechoice and homechoice pro apd systems patient at-home guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing, fullness and abdominal distension during fill 3 of 4. The patient was connected to the homechoice pro device at the time of the events. The caregiver called renal therapy services (rts) for instructions to initiate a manual drain. It was reported the fill volume was 3000ml. Rts assisted the caregiver to manual drain. The drain volume was 2728ml. It was reported the patient felt relieved after the drain. Rts advised caregiver to end treatment and call the pd nurse. The caregiver stated the patient did not use a pro card, the initial drain volume was 5ml, and the last uf was 324ml with the average dwell time of two hours and seven minutes. Rts initiated a swap of the device. There was no report of medical intervention associated with this event. No additional information is available.